Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. Two cartridge change sequences were completed on (B)(6) 2017 due to the annunciation of an alarm 19 (bad cartridge). Alarm was corrected with cartridge change. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. The customer reported a blood glucose level of 48 mg/dl, which was addressed by consuming juice. Reportedly, the customer was able to reload a cartridge successfully, and resumed insulin. Multiple attempts were made to follow up; however, the customer did not respond.